Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the lot number required to review the device history records was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corective action is not indicated.

Event description:
The patient was revised due to the poly part of the patella broke away from the metal backing.